Event description:
Physician was attempting to treat a lesion in the mid sfa using scuba peripheral stenting device. The lesion exhibited 80% discrete stenosis and vessel was non tortuous. It was reported that while crossing the lesion the stent got damaged. Physician stated that the event is related to the device. The patient received treatment, another scuba peripheral stenting device was used to complete the procedure. No patient injury or other sequelae were reported for this event. ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Operational problem ¿ patient's lesion morphology (80% stenosis). Device failure related to patient condition - patient's lesion morphology (80% stenosis).

Event description:
Device evaluation: the stent was found dislodged from the proximal marker to the distal one about 10 mm. No traces of blood or radio opaque solution were detected on the shaft or on the inflation line. A kinked point on the shaft was detected at 2 cm from the balloon. The distal end of the stent was found crushed. The device was manufactured and verified in accordance with current procedure and instructions. No other abnormalities were detected on the device.

Manufacturer narrative:
Evaluation results: based on information available no root cause could be determined. No results available since no evaluation was performed - device or procedural images have not been received for review. No device received for evaluation. Evaluation conclusion: unable to determine complaint - device or procedural images have not been received for review. Based on the information available no root cause could be determined. (B)(4).